Event description:
A 12mm bladeless trocar was inserted into the patient. When camera was inserted into trocar, it was noticed a piece of the trocar broke off. We removed the trocar and removed the small piece that broke off in the fascia.